Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via e-mail that the brush head detached from the body of the toothbrush during brushing, and there were no "clicks" when putting the head onto and off the main body. No injury was reported.

Manufacturer narrative:
(B)(6) 2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer reported via e-mail that the brush head detached from the body of the toothbrush during brushing, and there were no "clicks" when putting the head onto and off the main body. No injury was reported.